Manufacturer narrative:
A ge representative evaluated the system and reseated the 5 volt power supply wire harness connectors. The system operates as intended.

Event description:
The customer reported a loss of live image. No pt injury was reported.